Manufacturer narrative:
The device was returned to ventec for investigation. The reported malfunction was confirmed. The investigation determined user error caused/contributed to the reported malfunction.

Event description:
It was reported that a device failed to output vacuum pressure when the suction therapy was activated, resulting in desaturation of the patient's blood oxygen level. An alternate source of suction was used to clear the secretions and the patient's blood oxygen levels returned without harm. Patient information was requested from the facility but no response was provided.